Event description:
The customer reported that the image on the monitor and the preview image selected are not always the same. The images are mixed.

Manufacturer narrative:
(B) (4). The plan to check the system is currently under negotiation with the customer.